Event description:
Caller reportedly received results of 4.1 inr and 2.5 inr on the coaguchek xs system when duplicate testing was performed. No actions were taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.